Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to make a correction to h6 health codes. Due to no device return, a physical evaluation of the console could not be performed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the cause of this failure has been determined to have been the result of the laser fiber being mishandled resulting in the fiber break and subsequent user burn. The subject laser console for this complaint was not at fault in anyway and did not malfunction. The laser console delivered the expected energy as a result of the user input on the footswitch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a cystoscopic removal of (and replacement of) a ureteral stent, antegrade intra-renal surgery (rirs) for kidney stones and transurethral bladder resection (turbt) using a soltive laser and single use fiber (with a wiscope), while firing, the soltive laser fiber snapped at the tip of his thumb close to the wiscope¿s accessory port. The physician's thumb tip was burnt when the active laser fiber snapped. The procedure was completed by opening a new soltive laser fiber, tfl-fbx150s.the laser generator did not malfunction in any way during the procedure. The burn experienced by the physician is described as small and ¿superficial¿-first degree, with no treatment required. The physician¿s current condition is all good. Case with patient identifier (B)(6) reports the laser generator used in the procedure. Case with patient identifier (B)(6) reports the laser fiber used in the procedure.